Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the exeter stem has a deformed spigot.

Manufacturer narrative:
An event regarding a damaged spigot protector involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: the returned spigot is stuck to the stem, due of cement residue and cannot rotate around the neck of the stem. White dust of cement is also visible on the top of the neck and between the 2 lugs of the spigot. One of the lug is bent and almost broken. Raw material bulge, consistent with instrument use, is seen on the body of the spigot, under the bent lug. Stem is in good condition. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to (B)(4).

Event description:
The customer reported that the exeter stem has a deformed spigot.